Manufacturer narrative:
The explanted hydrus microstent was discarded by the user facility and is not available for evaluation. Device identifiers were requested, but are not available. The patient had preexisting conditions (i.e., refractory glaucoma and prior invasive glaucoma surgery) for which the hydrus microstent is not indicated. Microstent malposition, microstent-iris touch, inflammation, corneal edema, microstent explantation and unplanned secondary surgical re-intervention are listed in the device labeling as potential adverse events. Refer to the initial and follow-up reports for #3016075957-2020-00002 that involve the same patient and same device. Manufacturer reference #: (B)(4).

Event description:
On june 15, 2021, a surgeon informed ivantis of her plan to explant the hydrus microstent in a referred patient in whom the hydrus microstent was not properly positioned with microstent-iris touch and elevated intraocular pressure (iop). The surgeon indicated the patient had a recent episode of corneal edema and ongoing inflammation. On (B)(6) 2021, the consulting surgeon explanted the hydrus microstent without complication and subsequently performed a tube shunt revision and xen implantation procedure. A sample of aqueous humor was tested for viral infection [polymerase chain reaction (pcr)] with negative findings. One day post-explantation, iop was 12 mmhg and best-corrected visual acuity (bcva) was 20/60; slit-lamp examination showed mild red blood cells in the anterior chamber. Postoperative medications included prednisolone, moxifloxacin, and bromfenac. One-week post-explant, iop was 15 mmhg and bcva was 20/50 (baseline bcva was 20/25). Bromfenac was discontinued and sodium chloride hypertonic solution was added to the medication regimen. The consulting surgeon confirmed the xen implant was well positioned and reported the patient was doing well with a good prognosis.